Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient used the cgm reading of 256 mg/dl to dose his insulin from his omnipod pump before bed. Sometime later, the patient experienced loss of consciousness. The patient woke to emergency medical service (ems) to treat him for hypoglycemia with glucose tablets. There was no information about who contacted ems or why. After the treatment, the cgm was 57 mg/dl and the bg was 127 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient's condition was normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid for the date of event of 01/16/2023. The reported glucose values fall within the a zone of the parkes error grid for 01/18/2023. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, it was reported that the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient was feeling poorly and used the cgm reading of 256 mg/dl to dose his insulin from his omnipod pump before bed. Sometime later, the patient experienced loss of consciousness while sleeping. The patient woke to emergency medical service (ems) to treat him for hypoglycemia with unspecified glucose tablets. There was no information about who contacted ems or why. After treatment, the cgm was 57 mg/dl and the bg was 127 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient's condition was normal, and the bg was noted to be 214 while egv was 219 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid for the date of event of 01/16/2023. The reported glucose values fall within the a zone of the parkes error grid for 01/18/2023. No additional patient or event information is available.